Event description:
Customer reported an issue with the gas module ii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of oxygen filter tubing. Unit was calibrated and safety tested to factory's specifications.